Manufacturer narrative:
Reference number (B)(4). Additional information added to b5 and d6. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 24 jan 2022: on (B)(6) 2022, the peg and pei tube were removed during an endoscopy to allow the stoma to heal. A nasoduodenal tube was placed for a month until a new stoma can be made. Patient still has discharge of gastric content through the stoma. At the time of report, the patient still has discharge of gastric content through the stoma.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Since (B)(6) 2021, the patient had been experiencing stoma site redness and "white threads" and "red threads" coming out from the stoma site. In (B)(6) 2021, the patient underwent a culture of the stoma site which tested positive and the patient began treatment with 500mg of levofloxacillin. On (B)(6) 2021 during a follow up call from the nurse, the stoma was the same and the physician prescribed levofloxacillin for 7 more days.